Event description:
According to the police report the end user was crossing the roadway in the motorized wheelchair and was struck by a motor vehicle. The end user reportedly succumbed as a result of the injuries.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to police report the end user was struck by a motor vehicle while crossing the roadway in the motorized wheelchair. The owner's manual warns, "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules", "cross roads at locations where you are most visible to motor traffic, if possible at a light-controlled pedestrian crossing with handicapped cutouts", and "cross the road by the most direct routed."